Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient suspected the device was not recording as they did not receive a call from their physician after experiencing "a couple of episodes". The icm remains in use. No patient complications have been reported as a result of this event.